Manufacturer narrative:
A field service engineer (fse) went to the customer site to evaluate the problem. The fse found that the specimen nozzle pressure settings changed and flagged the sc flag. The fse checked the specimen operation and alignment, performed clog adjustments and liquid level settings. Following the fse ran test material, quality controls and patient samples without errors. The most probable cause of the reported event is related to the clog pressure settings. The aia-900 operator's manual was reviewed and found to clearly address calibration, controls, sc flags and troubleshooting pertaining to the aia-900 system. The manual informs the user of the following in regard to the sc flag: if sampling did not take place normally sc flag: clogging of the specimen occurs, preventing measurement from taking place print and display (rate value): becomes blank. Print and display (concentration value): becomes blank. Rs232c output (concentration value): conforms to the setting that is applicable to the case where no concentration is set in the host. Rs232c output (flag) : a [2076] clogging detected at specimen cause: the negative pressure generated by suction of a [rack ID, rack, position, specimen ID] specimen exceeded the standard value. There is a possibility that the sampling nozzle was clogged, preventing the specified quantity of specimen suction from taking place. An sc flag will be attached to the measurement result. Action: if there is no problem with the specimen, contact the tosoh local representatives. [2082] bubble detected cause: bubbles generated by suction of the rack ID, rack, position, specimen ID] specimen was detected. An sc flag will be attached to the assay result. Action: confirm that there are no bubbles in the specimen. If there are no bubbles and the trouble reoccurs, contact the tosoh local representatives. The fse followed up with the customer the next day who reported that the analyzer was operating properly. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, the customer called tosoh technical support to report that during use of the aia-900 analyzer they are receiving an sc flag with use of primary heparin tube. Tosoh technical support had the customer run samples using a sample cup. The customer reported that following use of sample cups, the error persisted and occurs on multiple samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of ckmb and ctnl 2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.